Event description:
During baxter's functionality testing of a spectrum pump, it is displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Baxter functionality testing found the device. Baxter functionality testing found the device to falsely alarm for upstream occlusion during warm-up. This was caused by the failing upstream sensor. The upstream sensor was replaced.